Event description:
It was reported that the pump indicated a data log corruption. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, customer continued using pump for insulin therapy.